Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12i07010, h12k04030 and h12h30030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, approximately 2 and a half months ago the pt began treatment with dianeal pd2 ambuflex (doses, and frequencies not reported) intraperitoneally (ip) for pd. Two days prior to receipt of this report, the patient experienced peritonitis manifested by abdominal pain and was hospitalized the same day. The patient was treated with unspecified antibiotics. Concomitant therapy was not reported. The patient was discharged from the hospital three days later. The patient was not re-trained in aseptic technique. At the time of this report, the patient was recovering and was still on antibiotic therapy. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event